Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-3379 for a description of the other event. It was reported to boston scientific corporation in early 2008 that a cre balloon was used during an esophageal dilation procedure performed the same day (patient age, gender and weight unknown). According to the complainant, during an esophageal dilatation procedure, a cre dilation balloon ruptured inside of the patient. Another cre balloon of the same size and batch was used and also ruptured. The stricture was dilated despite the balloon ruptures and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.